Event description:
It was reported that after a percutaneous transluminal coronary stenting procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by the cuffs. The device was removed and a second proglide device was attempted, but another needle-to-cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #1 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary:evaluation of the returned device revealed that although it was reported that a needle-to-cuff miss occurred, the device evaluation found that the needle plunger remained in the pre-deployed position and there was no slack on the link. The anterior and posterior cuffs remained loaded in their respective foot pockets. The posterior needle remained in pre-deployed position, which is also an indication that the needle plunger was not deployed. Although attempts were made to clarify the reported experience; they have been unsuccessful. During device evaluation, the lever was activated, the needle plunger was deployed, and the anterior and posterior needles were captured by their respective cuffs successfully. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Additionally, during manufacturing, the needle trajectory of every device is verified twice. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, no vessel tortuosity, and no scarring was present at the groin/access site. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. There was no manufacturing or quality deficiency detected that could have contributed to the reported difficulty.a search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.